Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was returned in its original packaging with all seals intact. After removing the device from packaging, visual inspection noted no anomalies. The device was interrogated and a review of the memory confirmed that a charge timeout code was recorded. A manual capacitor reformation was then performed, and the device experienced a charge time out after 45 seconds and again displayed the timeout code. An x-ray was performed but did not reveal any anomalies. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was swollen. The hv capacitor was analyzed, and it was confirmed that the hv capacitor experienced internal arcing. The cause is likely the result of an anode particulate puncturing the separator paper and causing an electric field breakdown between anode and cathode electrodes.

Event description:
Boston scientific received information that prior to an implant procedure, the field representative performed an automatic capacitor reformation on this device. It was noted that the charge time exceeded 45 seconds, and the device was then no longer charging. As a result, the device was not used for the implant procedure and was returned for laboratory analysis. No adverse effects were reported as the device never came in contact with the patient.